Event description:
Per facility, three employees were injured while trying to raise someone from the recline position. Two employees missed work because of the injuries. One patient fell backwards when recline bar was not set, unaware of the injury.